Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04062. It was reported that stent thrombosis occurred. The 90+% target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 4.0x24 synergy ii everolimus-eluting platinum chromium coronary stent system was used in treatment of a st-segment elevation myocardial infarction procedure. Patient represented, the following day, with a re-clotted vessel distally. An unspecified wire was placed through the struts of a 2.25x32 synergy ii everolimus-eluting platinum chromium coronary stent system and damage occurred. The procedure was completed with a different device. There were no further patient complications reported and the patient was discharged.